Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
(B)(4):the patient contacted animas on (B)(4) 2012 with additional information regarding the inital complaint. The patient reported that the up arrow, down arrow, and ok keypad buttons were sticking and difficult to press.